Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not function properly with lid device. It was further determined that the housing was cracked and damaged. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report 1 of 2 for the same event: it was reported from (B)(6) that during a dymanic hip screw insertion surgery, the operating room stated that it was observed that the drill end cap could not be locked or moved once the battery device was in place for the battery handpiece device. According to the reporter, the lid device was used together with the device. There was a five minute delay to the surgical procedure to obtain another spare device to be brought from the ¿mdrd¿. It was reported that the surgery was completed successfully. There was patient involvement reported. The reporter indicated that the patient was an inpatient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.